Event description:
Caller reported that they encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was provided with complete pump reset information, and after a reset guided by cts, the pump no longer displayed the cgm error code. Consequently, the caller successfully started their sensor session.